Event description:
Customer reported an issue with the accutorr v monitor's display, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Correction included replacement of the lcd panel. Unit was calibrated and safety tested to factory's specifications.